Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the titanium adapter was also reported as there was a disconnection between the titanium adapter and the transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the transfer set and titanium adapter. This occurred during dwell five of five of peritoneal dialysis therapy. The patient accidentally pulled the patient line and became disconnected. The titanium adapter remained intact with the catheter and everything appeared to be okay with the titanium adapter and the transfer set. After the disconnection, the patient touched the end of the titanium adapter and reconnected the transfer set. As the tip of the titanium adapter was no longer sterile, the technical service representative assisted in ending therapy and disconnecting with proper aseptic technique. There was no patient injury or medical intervention associated with this event. Therapy has been going well since the incident. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient had touched the tip of the titanium adapter after the disconnection and then reconnected the devices. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.